Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed: the scanner turns off intermittently when in use the battery shows that is fully charged but the unit still powers off.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the scanner turns off intermittently when in use was confirmed. During evaluation the scanner was fully charged once the ac adaptor was removed the unit ran for approximately forty minutes, the cause of the failure is due to an internal failure in the lithium-ion battery, leading to a premature discharge of the battery. The device was serviced, tested, and returned to the customer. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed: the scanner turns off intermittently when in use the battery shows that is fully charged but the unit still powers off.

Event description:
Per biomed: the scanner turns off intermittently when in use the battery shows that is fully charged but the unit still powers off.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the scanner turns off intermittently when in use was confirmed. During evaluation the scanner was fully charged once the ac adaptor was removed the unit ran for approximately forty minutes, the cause of the failure is due to an internal failure in the lithium-ion battery, leading to a premature discharge of the battery. The device was serviced, tested, and returned to the customer. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.